Event description:
The customer observed a false positive alinity I total -hcg result for one patient. The following data was provided: initial result was positive which was reported to the physician. The repeat result of the sample was negative. The corrected result was then reported to the medical provider. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for initial false positive results with the alinity I total ss-hcg reagent included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review of lot 41524ud00 did not identify any non-conformances or deviations. The overall performance of alinity I total ss-hcg reagents in the field was reviewed using data from customers worldwide and suggested that the performance is acceptable. The patient median for the complaint lot was comparable to all other lots in the field. Labeling was reviewed and found to adequately address the issue under review. No systemic issue or deficiency with the alinity I total ss-hcg reagent lot 41524ud00 was identified.